Event description:
In 2009, the pt reported that today she noticed the down button on her insulin infusion device is not functioning. She stated she took a meal bolus at 12 pm and at 3 pm she had an elevated reading of 400 mg/dl. She said when she tried to treat her reading by bolusing 4-5 units of insulin, she realized the down button was not working because the bolus was not programmed properly. She checked the bolus history on her device and discovered the 12 pm bolus was not delivered either. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.